Event description:
It was reported that there was minor cuff leakage while in use with patient. The issue was solved when replaced. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no defects detected. Functional testing found leakage was detected after being connected to leak tester machine. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure. The root cause of the reported issue was found to be manufacturing procedure not followed properly.